Manufacturer narrative:
On 30-mar-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30647943l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent a supra ventricular tachycardia (svt) ablation procedure with a pentaray nav high-density mapping eco catheter. There was foreign material on the catheter. The physician was questioning whether the pentaray catheter was contaminated straight out of the sterile packaging. There was a wet substance noted near the irrigation port. The reporter states that blood may have dripped onto the catheter during handling on the sterile field. The catheter was swapped out, and the procedure was continued. Foreign material inside of packaging is MDR-reportable.